Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6)2010. Inratio >7.5. Lab 2.5. Patient did not have any interfering substance or change in history.